Event description:
It was reported that the package did not contain the correct product. No adverse consequences were reported.

Manufacturer narrative:
The product subject to this complaint was not returned for evaluation. It was not possible to determine the root cause for the alleged mis-labeling.